Manufacturer narrative:
One dii control unit was returned for evaluation. A visual inspection was performed on the exterior and interior of the product and no damage was found. Complaint of burnt odor could not be detected. Product passed functional testing and 6 hour burn-in. No burnt odor or damaged components were found and no faults or errors occurred during functional testing and burn-in. All functions perform as expected. No problem found. (B)(4).

Event description:
It was reported that during a knee scope procedure using dii controller a burning smell was noticed shortly after the device was turned on. There was a procedural delay of 5 to 10 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.